Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was high superior vena cava (svc) impedance on the right ventricular (rv) lead. The svc portion was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.